Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.